Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during the intraocular lens implant (iol) procedure, when physician implanted, he noticed that a haptic has broken. When he was ready to take the lens with a clip to remove it from the eye, he noticed that as he hold the lens with the clip, the lens is undone into pieces. The lens was broken down in the eye. He finally managed to remove all the lens fragments. Additional information received and stated that, impact on the patient was lengthening of the surgical act when having to explant the lens. Pain during surgery and major post-surgical inflammation. No total visual recovery after one month, with edema / endothelial fibrosis. Maximum corrected visual acuity one month after the intervention was 0.4. With new lens implanted in the same surgical act. The lens when implanted it was observe that the haptic is broken, but what is surprising is that when explanting the iol it breaks as soon as it touches it with the clamp of tech. The manual implant was performed at physician indication. The lenses unfold very abruptly and we have had complications with rupture of the posterior chamber, in eyes already more difficult. The behavior of the iol material was absolutely pathological, it was fragmented into more than four or five pieces that it had to bring manually, with the consequent corneal inflammation, which today lasts and we do not know if it will require intervention at the corneal level.